Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the there was no notification and when the customer noticed the insulin pump powered off. The customer¿s blood glucose level was unknown. Customer stated that they inserted the battery at the time of replacing battery alert but sometimes there was no response and sometimes weak battery alarm was displayed even though there was the response. The insulin pump will be returned for analysis.